Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive functional testing including bench handling, power cycling, and functional stress testing without duplicating the report. Inspection of the device observed damage to the front panel and loose analog board shields impacting the digital board. The analog board and digital board were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.